Manufacturer narrative:
(B)(4). Fisher & paykel healthcare have requested for further information about the reported event. We will provide a followup report upon completion of our investigation. Section d4: complete device identification information has been requested. Section h4: device manufacturer date details were not received from customer.

Event description:
A patient in united states has reported that they have been using an evora full face mask for several years and they believe that the pressure from the mask has gradually affected their jaw alignment, ultimately leading to a shift in their bite. The patient further reported that their healthcare professional considers mma surgery to be the most appropriate solution for addressing this issue. The patient also reported that they believe their anatomy may have put them at risk for this.

Manufacturer narrative:
(B)(6). Method: the subject evora full face mask was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: a patient reported that they were using the evora full face mask for years and they believe that the pressure from the mask has gradually affected their jaw alignment, ultimately leading to a shift in their bite. The patient also reported that they believe their anatomy may have put them at risk for this. The patient further reported that their healthcare professional considers maxillomandibular advancement surgery to be the most appropriate solution for addressing this issue. Conclusion: the subject device was not returned and no additional information was provided by the patient despite multiple requests. Thus, the cause of the reported event was unable to be determined. The user instructions that accompany the evora full face mask state the following: warning: - do not over tighten the mask as this may result in facial deformation. Caution: - discontinue use and consult your healthcare provider or physician if you are experiencing: an adverse reaction after using the mask, including an allergic reaction. Section d4: complete device identification information was requested but not provided. Section h4: device manufacturer date details were not received from customer.

Event description:
A patient in united states has reported that they have been using an evora full face mask for several years and they believe that the pressure from the mask has gradually affected their jaw alignment, ultimately leading to a shift in their bite. The patient further reported that their healthcare professional considers mma surgery to be the most appropriate solution for addressing this issue. The patient also reported that they believe their anatomy may have put them at risk for this.